Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address infection. Update: 9/26/13 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone medical records confirm infection. The complaint was updated on: 2/6/2014. In additional to what were previously alleged, pfs alleges difficulty moving, sitting, standing and bending. After review of medical records, it was reported that patient complaints of pain and discomfort. The patient was then revised for right hip infection. Operative notes reported that there was extensive scarring, some pus and osteolysis. It was also indicated this was a two stage revision to treat infection.